Manufacturer narrative:
Approximate age of device- 10 months, 21 days. Manufacturer's investigation conclusion: although a root cause for the low speed events and pump stops captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. Technical services personnel arrived onsite on (B)(6) 2018 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 13.5¿. Rescue tape was identified approximately 2" from the controller connector. Removal of the tape revealed a tear to the outer jacket at the bend relief terminus. No damage to the bionate layer was identified. Electrical continuity testing did not reveal any discontinuities or shorts. Breakdown of the metal shielding was identified at the controller connector and approximately 2.5" from the controller connector. A visual examination of the underlying wires did not reveal any signs of insulation breaches. The driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. The evaluation did not reveal any issues that would have contributed to the events captured in the log file, however, the driveline was not entirely returned. No further alarms were reported following the repair and the patient remains ongoing on vad support with no further related issues. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced intermittent low flow alarms starting from (B)(6) 2018. Based on the log files, technical service found multiple pump stops and low speed which dropped below the device threshold. The clinicians noted damage near the bend relief which was covered with rescue tape. X-ray showed an area of concern along the driveline. Driveline repair occurred on (B)(6) 2018. The patient was attached to power module with ungrounded patient cable and was discharged on (B)(6) 2018.